Event description:
A customer reported a cgm error 42 related to their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset procedure, but the error persisted. Consequently, technical support decided to replace the pump and confirmed that the customer understood how to return the faulty pump using a pre-paid label. The customer would use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.